Event description:
It was reported that the catheter shaft was leaking. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure. While in active atherectomy mode, water began leaking from the side of the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. It was further reported that the leak was on a portion of the shaft that would not have entered the patient. The leak occurred mid-procedure. A small bubble formed before the catheter started leaking saline.

Event description:
It was reported that the catheter shaft was leaking. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure. While in active atherectomy mode, water began leaking from the side of the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.